Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. The device was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
During an atrial fibrillation ablation procedure, the lasso catheter got blocked in the tricuspid valve and the doctors were not able to withdraw it easily. Withdraw of the device was impossible without traction. A surgeon came to help them and reached to withdraw it from the valve with a specific extraction device there was no thoracotomy nor surgery. A major tricuspid leak (pillars breakdown) was observed afterwards.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation ablation procedure, the lasso catheter got blocked in the tricuspid valve and the doctors were not able to withdraw it easily. Withdraw of the device was impossible without traction. A surgeon came to help them and reached to withdraw it from the valve with a specific extraction device there was no thoracotomy nor surgery. A major tricuspid leak (pillars breakdown) was observed afterwards. Upon receipt, the catheter was visually inspected and only a distal portion of the lasso loop was returned. The proximal portion of the catheter was not sent. Therefore, no further testing could be performed. A follow up was made with the affiliate and per the response, this catheter condition was observed before sending the product to analysis. Therefore, it can be concluded that the device was cut by the physician. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU clearly states that the lasso catheter is not recommended for use in the ventricles. The customer complaint was not confirmed and unable to perform further analysis due to the catheter returned condition. Based on the information obtained and the catheter condition, it is not conclusive as how the catheter got stuck per the reported event. However, the off-label usage may contribute to the event